Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The cusa clarity 36khz handpiece (B)(6) was returned for evaluation: device history record (DHR) - the DHR was reviewed and shows no abnormalities related to the reported failure. Failure analysis - the investigation confirmed the reported incident. The tip frequency optimization failed, and repair of the handpiece is not possible, requiring a replacement. As a result, the handpiece has been scrapped. Root cause - the root cause is confirmed as "tip frequency optimization failure". Tip frequency optimization finds the best frequency for the tip, and failure may occur because of incorrect tip placement (under torque/over torque). No further investigation is required based on the acceptability of risk and no adverse trends identified. This will be monitored and trended going forward. At present, we consider this complaint to be closed.

Event description:
N/a.

Event description:
An authorized distributor reported that during surgery, the cusa clarity 36khz handpiece (c7036) became nonfunctional and stopped working intraoperatively. The surgical team followed the standard testing procedure and attempted to use three different tips and a torque wrench, but the device failed to operate with all tested tips. Based on this testing, the users confirmed that the issue was limited to the handpiece and not related to the tips; however, the tips will be returned for investigation. Because the handpiece could not be used, the surgeons changed to an alternative surgical technique using electrocautery. This technique is reported to be slower than the intended ultrasonic system, resulting in increased surgery time of approximately 4 hours. The product did not come in contact with the patient, and no patient injury occurred. End user: (B)(6) hospital.

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.